Event description:
It was reported that oversensing lead noise was visible on both ventricular sense and svc-can channels. No intervention was done at this time. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.